Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they just recently got the stimulator and they don't think they were understanding it. Patient stated yesterday they traveled in the car and went to the doctor's office and didn't have to pee the whole time and today they had an accident. Patient mentioned that yesterday they were 5 hours without going to the bathroom and that was great but today they had the accident and they thought that the therapy was off. Patient mentioned that yesterday they went with their hcp but they forgot to take with them their handheld devices. Agent walked patient through communicating with implant and increasing the stimulation. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. The patient reported that their baseline symptoms returned / lost therapy benefit.